Manufacturer narrative:
H11-d4: (B)(4).

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a 35v failure that occurred. It is currently unknown if the unit was in patient use at the time of the reported issue. The remote service engineer (rse) provided the customer with the part number for a power management (pm) printed circuit board assembly (pcba) and motor controller (mc) printed circuit board assembly (pcba) for replacement. Investigation is ongoing.

Manufacturer narrative:
The fse replaced the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. Additional information regarding use is being asked. Investigation remains ongoing.